Manufacturer narrative:
There was no customer contact information provided. Based on the data provided a clear root cause could not be identified. The medwatch indicated that the cobas chemistry analyzers do not have sufficient warning mechanisms to alert operators with machine problems. The cobas chemistry analyzers are equipped with audible and visual alarms which do alert the operators when there is an issue with the system or the assay. The instrument must be monitored by the operator in order to address any alarms. The medwatch also indicated that the operator found a problem with the instrument but did not indicate what the problem was.

Event description:
This event was reported by the customer to FDA as mw5086813. The initial reporter complained of "wrong results" for creatinine, ast, albumin, calcium, and other tests from a cobas 8000 c 702 module affecting multiple patients and that the cobas c702 analyzer does do not have sufficient warning mechanisms to alert operators of possible machine problems. The customer only provided the creatinine results for 1 patient. The initial creatine result was 0.35. This initial result was reported outside of the laboratory but was questioned by the nurse. The repeat creatinine result was 2.18. The units of measurement were not provided. The patient had end-stage renal failure and had received a kidney transplant two weeks prior to the event. The nurse questioned the initial result as it was considered "too good to be true." There was no information provided to reasonably suggest that an adverse event occurred. The creatinine reagent lot information was not provided.